Event description:
A report was received that during the explant procedure, when the physician removed the lead, the lead was fractured, the lead contact portion broke off and the wire filaments was pulled out. The physician was not able to retrieve the fractured contact tip of the lead and was left inside the patient¿s epidural space. The patient was advised not to undergo an MRI. No further course of action.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.